Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The distal part of glass cap and metal cap were detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed defects.

Event description:
It was reported that this complaint came in to san jose cis with no complaint information provided. Analysis of the returned device identify circumferential fracture on the distal side. This finding may potentially result in forward firing.